Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) while on emergency call and assisting customer with questions regarding pressure readings, the pump starting making a high pitched noise and per caller the monitor displayed "internal communication failure". Instructed to power pump off, wait 10 seconds, then power pump on again. This resolved the issue.

Manufacturer narrative:
At this time, additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.